Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced cardiac tamponade and was suspected of perforation. The patient had pericardiocentesis procedure. This rv lead remains in service. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to infection. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced cardiac tamponade and was suspected of perforation. The patient had pericardiocentesis procedure. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced cardiac tamponade and was suspected of perforation. The patient had pericardiocentesis procedure. This rv lead remains in service. No additional adverse patient effects were reported.